Event description:
The patient was on a precedex drip set at 0.2 mcg/kg/hr with a rate of 4.14 ml/hr. The rn was alerted to the patient because the IV pump was beeping. An error message read "air-in-line" and the IV drip was empty, approximately 3 hrs after start time. The IV was still set to 0.2 mcg/kg/hr with a rate of 4.14 ml/hr. After working on the pump, biomed determined that the inner, spring loaded hinge was broken. Biomed found that the top plastic hinge had sheared off. This defect was not immediately noticed, either by nursing or the engineers as the hinge still appeared to function properly. Despite the earlier infusion error, the pump was not failing pm tests performed after the error was discovered. Once the biomed technician discovered the defect, he was able to get the pump to fail testing. Biomed is concerned that a potentially common defect could pass through the pm regime currently recommended by the manufacturer and pose a harm to patients.